Event description:
It was reported that a flogard infusion pump experienced an undetermined malfunction. The reporter did not specify the type of malfunction. It was not specified at which point in the process the malfunction occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Upon powering on the device it was found that the reported malfuction was an f_2 alarm. The cause of the alarm was determined to be that the downstream occlusion sensors were out of specification. In order to address the problem the occlusion sensors were re-calibrated and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.